Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure? What was the type of generator being used and what were the settings? What was the return electrode and its location? What part of the device did the spark come from? What part of the patient was burned? What was the degree of the burn? Was the burn treated? If yes, what type of treatment was provided? Is there a photo of burn? If yes, please send to (B)(4). Please reference (B)(4). Is the 5dcs available for return? Does the surgeon believe that the burn is associated to an alleged deficiency of the device? Was there visible damage to the shaft of the 5dcs device?

Event description:
It was reported that during an unknown surgical procedure ¿the surgeon used this product (product code 5dcs) and the device sparked. The spark burned the patient.¿